Event description:
It was reported that the patient presented remotely via merlin.net. Review, of the transmission revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No intervention was performed. The patient was in stable condition.